Event description:
It was reported that the patient presented remotely via merlin.net transmission. Analysis of the transmission noted that the insertable cardiac monitor (icm) exhibited false pauses episode due to undersensing. Programming changes were made. The patient was table throughout.